Manufacturer narrative:
There are no reports of external trauma or other obvious causes of the lead migration. Patient had the system for more than a year before the migration took place and was receiving good pain relief. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022. On (B)(6) 2023 a nalu representative was made aware that the patient was no longer receiving adequate pain relief due to migration of the implanted leads. Patient was scheduled for a revision procedure on (B)(6) 2023 to reposition the migrated leads, however during the procedure the system was damaged due to handling of the components and patient required a full system replacement.